Manufacturer narrative:
Na sample was returned for eval, therefore, the complaint is deemed as unconfirmed. No further investigation is required. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis pt indicated that during his first fill of his treatment, his cycler repeatedly sounded "air detected in cassette." He was unable to clear the warning so he cancelled the treatment. When he stripped down the cycler, he observed water inside the cycler's cassette compartment. There is no report of pt injury. There is no sample available for eval.